Manufacturer narrative:
Result of investigation: the vyaire failure analysis laboratory received the suspect component and performed a failure investigation. The issue reported by the customer could not be duplicated. The alarm codes found in the event trace all fall into what are considered non-critical alarms. These alarms are typical alarms that normally occur during patient ventilation. All testing performed with good known test ac adapter and patient circuit connected. Vent passed 108 hours extended tests at customer settings with no unusual alarms or conditions. Vent passed troubleshooting final test which includes many alarm and ventilation functions.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, no root cause could be determined yet. Any additional information received from the customer will be included in a follow-up report.

Event description:
The customer reported to vyaire medical that lap top ventilator 1150 display blacked out. The issue occurred during patient-use and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.